Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer cleared the alarm to address the issue. Additionally, it was reported that an unspecified malfunction alarm occurred. Customer's blood glucose ranged from 63-75 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.